Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report high blood glucose. Customer is vomiting. The blood glucose reading is 437 mg/dl. Treated with manual injections. Symptoms of diabetic ketoacidosis. Caller is taking customer to the hospital. The insulin pump is alarming no delivery. Customer has attempted several set changes. Nothing further reported.